Event description:
This patient offered no complaints pre treatment. She was put on a dry pack t 175 for the first time. She immediately started to c/o itching all over and her skin tingling. The treatment was discontinued and she was given 40 mg solu-medrol and 25 mg benedryl per m.d.'s order. She felt better and was put on a reprocessed f6 and had no further problems.